Manufacturer narrative:
Additional pro codes in block d2b nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced constant moderate pain, discomfort and poor wound healing at the scalps burr-hole cover implant site. It was noted that the patient has low albumin levels and that wound skin breakdown, or improper healing was a risk having the procedure per the physician's assessment. Cultures were taken however the results are not available. The patient underwent a procedure where the dbs burr-hole cover was replaced with another of the same model. The patient was prescribed keflex and did well post-operatively. Additional information provided that cultures tested positive for candida and was prescribed antifungal medication. Physical analysis of the dbs burr hole cover was not performed as it was retained by the facility. The patient did well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced constant moderate pain, discomfort and poor wound healing at the scalps burr-hole cover implant site. It was noted that the patient has low albumin levels and that wound skin breakdown, or improper healing was a risk having the procedure per the physicians assessment. Cultures were taken however the results are not available. The patient underwent a procedure where the dbs burr-hole cover was replaced with another of the same model. The patient was prescribed keflex and did well post-operatively.

Manufacturer narrative:
Additional pro codes in block d2b nhl, pjs.